Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-40 lot# va13qs8 serial# implanted: explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the actions/interventions were updated to explanting and replacing the lead on 2017 (B)(6); the device disposition was unknown. The event was considered resolved without sequelae on 2017 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was stated that the date of onset was (B)(6)2017. The patient's stimulation was inefficient and the patient did not have any improvement in tremor. The patient did not experience any falls or trauma.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-40, lot# va13qs8, product type lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there was a lead migration/dislodgement. The signs/symptoms of the event included stimulation not having an effect on the left side of the patient's body. The diagnostic methods included imaging (x-ray, MRI, CT scan, etc) on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and not related to the implant procedure; the right lead was noted. There were no actions/interventions taken to resolve the issue; the event remains ongoing. No further complications were reported/anticipated.